Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) were analyzed. Signals in the run data file indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber midway through the procedure. There are no events (adjustments, changes in pump speed, substrate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor related. Investigation eval and corrective actions are in process. A follow-up report will be provided.

Event description:
Unit #(B)(4). The customer would like the run data file investigated to determine a possible cause for higher than expected wbc content in the platelet product. The pt felt light headed, but no medical intervention was necessary. The disposable kit was discarded the same day of the procedure and is not available for return. The donor's age is unavailable at this time. This report is being filed due to a device malfunction that has the potential for injury.